Manufacturer narrative:
(B)(4). Eval results and conclusions: death, rupture, endoleak. Pre-operative rupture, leaking penetrating ulcer. Device used for treatment of a pre-operative rupture, leaking penetrating ulcer. Device failure related to user handling.

Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a leaking penetrating ulcer at the origin of the celiac artery. The pt has an infected pacemaker and a renal transplant perfused to the right common iliac artery. The pt had an in hospital cardiac arrest that lead to the discovery of the leaking ulcer. The sma and celiac arteries were cannulated via both brachial arteries. The valiant stent graft was deployed via the left femoral artery and covered the vessels and disease as planned. The sma and celiac arteries were stented up and beyond the valiant stent graft, creating two chimney grafts. There was no proximal or distal endoleak noted after ballooning, with the sma and celiac arteries perfused from the chimney stents. The diseased aneurysm sac was still filling. There was a type iii or type IV endoleak which may resolve with time and the physician planned to scan the pt the next day. The pt required full ICU support with a poor outcome expected; therefore, the CT scan was delayed a day or two. The scan showed a persistent endoleak through the graft and a decision was made to reline existing stent graft. The relining of the initial stent graft resolved the endoleak. The pt was acutely ill that even during the procedure and the breath holds for the angiogram had to be limited to less than 10 seconds as the pt was apneic, which was believed to be related to the weight of the descended abdomen due to blood loss. There was an extended duration of bleeding into the abdomen, as the disease was not initially treated/resolved with the stent graft. It was reported that the pt died and the stent graft was explanted.